Event description:
It was reported that zxr00 intraocular lens was explanted due to mechanical failure. Vitrectomy was done, new incision and incision enlarged. Additional information received revealed that the diagnosis for explantation was mechanical failure that the patient reported constant blurred vision and glare with all daily activities. The zxr00 lens was replaced with zma00, lens power +24.00/+4d add. Patient is stable post op. No other information was provided.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity and race: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: (B)(6) 2023 section h3: device evaluated by manufacturer: yes device evaluation: the suspect iol was received wrapped in gauze. The iol was removed, cleaned and visual inspection under magnification performed. Visual inspection found damage and marks on the surface and scratches near the edge. No further evaluation was performed and no issues that could contribute to the complaint issues were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical codes and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.